Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported on (B)(6) 2020, the device was leaking from the blue pigtail attached. The device was replaced on (B)(6) 2020, and that device was found to have a slow leak as well. No patient harm or injury reported. Patient's condition reported as fine.